Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the alternating current (ac) port was broken. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac port was confirmed to be broken. The ac connector needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.